Event description:
As reported by the user facility: the infusion completed but there were still 10 mls and 7 mls left in the syringes. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). No sample was provided for evaluation. All information concerning this reported incident has been included in our trend analysis of the product line. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k092313, k172831, k191910.